Event description:
Adverse event(s): one hour delay (surgical, delayed). Product problem(s): system message displayed (device displays error message). The nurse reported a system message displayed and the footswitch would not operate during surgery. The footswitch was switched out and it failed as well. Another system was brought in with an hour delay noted. The case was completed. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the systems and footswitches. The solenoid spacers were replaced as a preventative measure. The solenoid spacers were disposed of. The footswitches were replaced and sent in-house evaluation. The software was updated preventative maintenance was performed. The systems were then tested and met all specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).